Event description:
It was reported that the device intermittently logged several fault codes in the memory and would reset. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent issues. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the cause of the reported failure to be a bad connection between the memory and system pcb. Flexing the connection resulted in various discrepancies.